Event description:
It was reported that there was an unspecified issue with touchscreen responsiveness. There was no adverse impact to the customer¿s blood glucose level. The customer declined further troubleshooting and reverted to an alternate method of insulin therapy.